Event description:
Unomedical reference number (B)(4). Event occurred in italy. On (B)(6) 2022,it was reported that the patient's infusion set's tubing had detached close to the site location while the child was undressing it and it got pulled. The site location was patient's left side of abdomen, and the pump was also located on the same side. The infusion set had been used for a few hours. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.